Event description:
A malfunction was reported on the pump by the caller, who indicated there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level, with levels remaining below 500 mg/dl. Technical support provided information and assistance for resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, which the customer acknowledged and understood.